Event description:
It was reported the patient's right ventricular lead had increasing capture threshold. The lead was noted to have been failing to capture. The lead was also suspected to have sustained a fracture. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.